Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultralink meter was reading inaccurately high compared to three other meters. These complaints were classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracies first occurred at 10:50am on (B)(6) 2015. At this time the patient obtained a blood glucose result of ¿598mg/dl¿ on the subject meter and ¿375mg/dl¿ on an unknown emergency medical service (ems) meter, within 30 minutes of one another. Subsequent to this alleged inaccuracy, at 4:50pm the same day, the patient obtained a blood glucose result of ¿593mg/dl¿ on the subject meter and ¿340mg/dl¿ on an unknown ems meter as well as on an accuchek meter. The patient manages their diabetes with a combination of medications including humalog insulin, symlin, and ¿mcg¿ (dosages unknown). The patient denied making any changes to their diabetes management routine prior to or after the alleged inaccuracies. It was noted that the patient developed symptoms of ¿blurry vision, unsteady, weak and confusion¿ at 10:50am on (B)(6) 2015. In response to this the patient self-treated by taking 60 units of humalog insulin at 10:50am and then another 60 units at 4:50pm after obtaining the subject meter result of ¿593mg/dl¿. At the time of troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution to walk through a retest. The products were replaced and requested for evaluation. Although the patient developed signs/symptoms suggestive of potential serious injury, there is no indication that the subject meter caused/contributed to this. The reported meter results correlate with the patient¿s symptoms which are associated with high blood glucose. However, these complaints are being reported because the alleged glucose results exceed lfs¿s criteria for accuracy.

Manufacturer narrative:
Follow-up # 2: the test strips involved with this complaint were returned and evaluated by lifescan product analysis with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ the patient¿s meter has been returned on 4/22/2015 and evaluated by lifescan product analysis on 4/28/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.